Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D.4. The reported lot# 4293626 manufacturing date information was not found in oracle for the reported item# di-60hl. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaked fluid onto the floor. The tubing was cut off during the process because it was considered dangerous. This occurred during infusion. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6 - updated. One device was received for investigation. The device was visually inspected. A leak was present. Because the sample was cut during use, a functional test could not be performed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.